Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a maestro 4000 pod was used in a av node ablation procedure. During the procedure intermittent d08 'check pod' error occurred during the procedure. It was further reported on (B)(6) 2020 that the procedure was canceled due to this event.